Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Reportedly, the customer continued using the pump for insulin therapy.